Manufacturer narrative:
Date of event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01541 1627487-2020-01545. Related manufacturer reference number: 3006705815-2020-00661. It was reported the patient had their system explanted on (B)(6) 2020 due to an infection at the anchor site. Patient was prescribed oral antibiotics to treat infection.

Event description:
Additional information indicates the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.